Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk device implanted (B)(6) 2009; 5076-52 lead implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that a warning had been triggered due to the superior vena cava (svc) lead impedance. The svc lead impedance was subsequently measured to be out of range high and the svc function had been programmed off. The lead remains in use. No patient complications have been reported as a result of this event.